Event description:
It was reported that a cannulated hexagonal screwdriver was discovered broken; the tip is bent and has a small crack in tip. This was discovered before a procedure. No procedure or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the cannulated hexagonal screwdriver, 4.0mm is for inserting 7.3mm cannulated screws; proper use and maintenance are addressed in technique guide j4552-g. One cannulated 4.0mm hexagonal screwdriver (part# 314.05, lot# 4520262, mfg 11dec2002) was returned with the complaint that ¿a cannulated hexagonal screwdriver was discovered broken; the tip is bent and has a small crack in tip.¿ upon receipt of this device it was seen that the distal cannulated tip has been bent such that the cannulation is slightly twisted in a manner that suggests that excessive torque was applied during screw insertion, and there are two cracks in the bent region, the remainder of the device is in good condition. The design of this device is adequate for its intended use and did not contribute to this complaint condition. This complaint is confirmed. This investigation summary is approve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacture date: 12/11/2002, manufacture location: (B)(4), the DHR was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.